Manufacturer narrative:
The product was returned for analysis and damage was observed to the intraocular lens (iol). No cartridge was returned. Iol returned pressed against one post of the lens case base. Solution is dried on both surfaces of the optic and haptics. Both haptics are intact. The optic is cracked/fractured and scratched/marked-rejectable with a dent in the side. No cartridge returned. The iol met specifications when dimensionally measured for edge thickness and plan view. The product investigation could not identify the root cause for the reported complaint "iol stuck during implantation" as only the iol was returned for evaluation. No cartridge was returned. Due to this, we are unable to complete a thorough investigation to determine a root cause. The reported complaint is lacking in relevant information such as cartridge used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the iol contributed to the event. The dimensions of the lens were tested using an approved template and results show the lens dimensions to be within specification. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation procedure, the lens was stuck. There was patient contact, but no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).